Event description:
It was reported the patient experienced discomfort at the ipg site due to weight loss. As such, the patient underwent surgical intervention on (B)(6) 2019 wherein the physician electively explanted and replaced the ipg with a smaller model. The new ipg was implanted deeper.